Event description:
It was reported the pump alarmed "channel disconnected" after the clinician pressed the "channel select button" and opened the channel door. The clinician removed the lactated ringers infusion to a different channel. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump alarmed "channel disconnected" after the clinician pressed the "channel select button" and opened the channel door. The clinician removed the lactated ringers infusion to a different channel. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Note that imdrf annex a1801, c0601, c23, d01, d11 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the pump alarmed "channel disconnected" after the clinician pressed the "channel select button" and opened the channel door. The clinician removed the lactated ringers infusion to a different channel. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that a pump shut down unexpectedly was confirmed based on the review of the pcu event log, however, the channel disconnect could not be replicated during laboratory testing. A review of the device logs observed the user confirming a channel disconnect (soft key 14) alarm on (B)(6) 2024. ¿ based on the review of the pcu event log, on (B)(6) 2024, at 10 26 am, pump s/n (B)(6) was infusing a rate of 200 ml/hr and a vtbi of 950 ml. At 11.01 am to 1 '28 pm, channel disconnect alarm was recorded affecting pump module s/n (B)(6) and pump module s/n (B)(6) on the left site. The channel disconnect was confirmed by selecting the confirm (soft key 14). ¿ the log analysis noted a power loss was isolated to the suspect pump module s/n (B)(6). O microscope inspection of the suspect iui observed the right (male) iui with wear. The iui date code was observed as december 2014 (over 10 years old). ¿ the best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. ¿ bd alaris¿ system iui inspection. Inspect inter-unit interface (iui) connectors on each bd alaris¿ pc unit and on each module prior to each use, if any surface contaminants (e g., blue or green deposits), cracks, or other signs of damage are visible, this means the connector requires replacement. If cracks are found, replace the iui connector before use. ® the bd alaris user manual (v12.1), a 'channel disconnected' alarm indicates that a module has either been disconnected while in operation or has encountered a non-recoverable error to silence the alarm and clear the message on the screen, press the 'confirm' softkey. If desired, re-attach the module, ensuring it is securely 'clicked' into place at the channel release latch. If the alarm persists, replace the module ® the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause of the reported complaint channel disconnect is attributed to a (power loss) caused by contamination/wear/green corrosion on the male right iui of the pump module s/n (B)(6). Note that imdrf annex a0401, c07, d15 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.